Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 0001526350-2017-00861). On october 9, 2017, it was reported that the device produced an incomplete mesh. On october 13, 2017, it was clarified that the issue occurred during meshing. The event was not identified immediately upon opening the device and before first use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. No medical intervention/additional surgical procedure was required. The harvested graft was not usable and no additional graft required from the patient. The blade was properly placed for use and it was not inserted upside down/improperly placed. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report for serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report for serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was may 30, 2017 where it was reported that the device produced an incomplete mesh and the roller and gears were replaced. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was may 30, 2017 where it was reported that the device produced a passing mesh. Initial qa inspection of the skin graft mesher on october 13, 2017 revealed that the comb, roller, roller gear, side plates, and guide block were damaged. The calibration was out of specification. The 1.5:1 ratio cutter, serial number (B)(4) failed to produce a passing sample mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 13, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the 1.5:1 cutter failed to produce a passing sample mesh. The comb, roller, roller gear, side plates and guide block were all damaged. The device was also out of calibration. The root cause of the device producing an incomplete mesh was due to numerous damaged components, such as a cutter, comb, roller and roller gear. The device was also out of calibration. The issue was resolved with the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin graft mesher produced incomplete mesh. No adverse events were reported as a result of this malfunction.